Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts

Event description:
A dreamstation auto device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found the units power corroded. In addition, the unit could not be powered on due to the connector being burned and corroded. There was no evidence of foam particles or degradation, however, dust/dirt was found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.